Manufacturer narrative:
Inspection: visual inspection of the returned device revealed the tip has fractured. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. Wear from multiple uses and wash cycles or off-axis forces may have contributed to this event. Device usage: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a set screw driver was discovered to be fractured immediately after surgery. It was assumed that the tip of the driver remains locked in the set screw in the patient. There was no reported impact on the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a set screw driver was discovered to be fractured immediately after surgery. It was assumed that the tip of the driver remains locked in the set screw in the patient. There was no reported impact on the patient.